Event description:
It was reported by the affiliate that the (1) pmw35 was used during an unknown procedure. The staples closed but would not feed. The case was completed with another instrument and with no pt consequence. Ten (10) sterile devices from the same lot number were also returned.